Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. Visual inspection of the machine showed that the ultrafilter connector was loose, which allowed the reported leakage. A service history review was performed and found that the device has been serviced within the last 24 months for one (1) similar issue that involved a different component. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the leak was the loose silicone which was reconnected to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional information become available, a supplementary report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during set up. There was no patient involvement. No additional information is available.